Manufacturer narrative:
The device was returned to the resmed service center in (B)(4) and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault error message (sf 101) indicating an incorrect outlet pressure measurement. In-house testing could not reproduce the reported event. The device data logs were sent to resmed design house for an extensive engineering investigation. The investigation revealed that the device setting was configured for a pediatric patient at the time of the event resulting in a disparity between the estimated outlet pressure and actual outlet pressure. The investigation determined that the reported event was due to a software issue. The device software was updated to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). .

Event description:
It was reported to resmed that an astral device displayed an error message (sf101). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage.(B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101). There was no patient injury reported as a result of this incident.